Manufacturer narrative:
Approximate age of device ¿ 4 years, 2 months and 4 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was an ongoing short to shield issue with the patient's percutaneous lead (driveline). The decision was made to not exchange the external portion of the driveline as there was no obvious external or internal damage noted on the x-rays. The patient was hemodynamically stable with no issues. No further information was provided.

Event description:
The patient will remain on an ungrounded patient cable when connected to the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event cannot be conclusively determined. The submitted log files contained data spanning from 9/28/2018 at 09:08:53 to 2/7/2019 at 11:55:09, per the timestamps. No alarms were recorded throughout the log files and the device operated above the low speed limit without issue. No further interventions have been planned at this time and the patient is clinically stable. The patient remains ongoing on the device and no further events have been reported at this time. The heartmate ii left ventricular assist system instruction for use and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.